Event description:
It was reported that during a da vinci-assisted radical cystectomy (with ileal conduit) surgical procedure, the 8mm long bipolar grasper instrument had poor energization. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm long bipolar grasper instrument to perform failure analysis. The instrument was analyzed and failed the electrical continuity test indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. There was no obvious damage to the conductor wire(s). The initial findings were confirmed by afa, as the instrument failed continuity test for one of the grips. Visual and microscopic inspection showed no obvious damage on the conductor wire at the distal end. The housing was removed, and no residue or contamination was found on the eiib board pins that could cause a break in the circuit for the grip failing continuity. The instrument was then disassembled, and it was noticed that the conductor wire had broken at the proximal end, approximately 3.5 inches from the crimp. The wire insulation had thinned down significantly at the point where the conductor wire had broken.